Manufacturer narrative:
(B)(4). The customer returned one used spring-wire guide and three-lumen catheter for evaluation. The spring-wire guide was passed through the distal line of the catheter and unraveled at the proximal end. The inner coil wire had separated adjacent to the proximal weld, causing the failure. Evidence of necking was observed at the fracture point, indicating undue force was applied to the guidewire. A kink was observed in the middle of the guidewire. The kink was located 320 mm from the proximal end. No coil offset was identified. No damage to the catheter was observed. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. A lab inventory guidewire was passed through the distal line of the catheter without issue. A manual tug test was performed on the distal weld to confirm it was intact. A device history record (DHR) review was performed and no issues were identified. The instructions-for-use (IFU) that are packaged with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU warns against using excessive force in placing or removing the guidewire as excessive force can cause component damage or breakage. Other remarks: the IFU states that if resistance is felt while removing the guidewire from the catheter, the catheter should be withdrawn 2-3 cm relative the guidewire and another attempt made at removing it. If resistance is felt again the guidewire and catheter should be removed simultaneously. The customer reported issue of the spring-wire guide becoming unraveled due to interaction with the catheter was confirmed during the sample investigation. Visual inspection was performed and a prominent kink was found in the middle of the guidewire. The inner core wire had fractured due to undue force being applied, likely caused by the kink in the guidewire creating excessive resistance between the guidewire and the catheter. Dimensional and functional test were performed and no issues were identified. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample it was determined that the probable cause of this issue is operational context.

Event description:
The customer alleges that the catheter was stuck with the guide wire. Upon removal of the guide wire it was found unraveled (unwinding). Another device was used to successfully complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the catheter was stuck with the guide wire. Upon removal of the guide wire it was found unraveled (unwinding). Another device was used to successfully complete the procedure.